Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source was not producing an image and was displaying color bars. The issue was identified during service and maintenance. There were no reports of patient involvement.